Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period oct-19 through sep-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
The device will not be returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that there was a fiber optic sensor failure. Attempts were made to reconnect/disconnect and calibrate without success. The customer was walked through the steps to utilize the central lumen for transducing which was successful. They resumed pumping with hemodynamics displayed. The patient was planned to be transferred to another facility. There was no patient harm or adverse event reported.